Manufacturer narrative:
(B)(4).

Event description:
The consumer's family member reported the device was not working/ not helping. Patient services tried to troubleshoot; however the patient did not know what she was getting on the remote and could not explain the pictures on the screen. She was not seeing lightning bolt. The patient sometimes had pain in the back all the time. There was no specific date. It never worked. Additional information from the consumer's family member reported that they had an appointment for a doctor to see the patient in (B)(6). She did not know what was wrong with the stimulator but the patient was up every hour to go to the bathroom. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain cause, actions/ interventions and troubleshooting related to the event. If additional information is received, a follow up report will be sent.